Manufacturer narrative:
During ge healthcare technician checkout, it was noted that the caster kit locking is physically damaged. Both wheels were unable to lock. Caster brake damaged physically, which hindered the wheel braking. The defective part was identified by visual check. To resolve the issue recommended the customer to replace the caster kit locking. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported they were unable to apply breaks on wheels of the unit. There was no reported patient involvement.